Manufacturer narrative:
An event regarding revision due to pain involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: unable to confirm the primary complaint of ¿lateral pain in flexion¿ based on the limited information received. The primary tka was without complication. The details of and reason for the revision tka cannot be determined as insufficient information was available. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: unable to confirm the primary complaint of ¿lateral pain in flexion¿ based on the limited information received. The primary tka was without complication. The details of and reason for the revision tka cannot be determined as insufficient information was available. Further information such as further x-rays, medical records, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If devices and additional information become available, this investigation will be reopened. The following devices were also listed in this report: triathlon mb patella pa a32; 5554l320 ;s9e3d. Triathlon prim bead pa sze4 bp; 5526b400;ebl8f. Triathlon p/a cr beaded #4l; 5517f401;s99fm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
As reported: "patient complains of lateral pain in flexion. All available information is submitted". A size 4 13mm cr insert and a metal-backed patella were revised to a size 4 16mm cr insert and asymmetric patella.